Event description:
On 3/6/95, while setting up for a peri/dsa study, the technologist mistakenly hit "peri". He proceeded to set filters, etc and left the gantry at the foot position with fluoro in place. A peri/dsa protocol was on the monitor. The dsa acquisition button was activated, the first exposure was taken - about four/frames/sec; then the injector fired and gave the pt the full contrast dose. On 3/7/95, the pt went into renal failure.